Event description:
Additional information received reported, the patient was seen in her pain physician¿s office and all impedances were within normal range. The device was reprogrammed. It was noted the patient¿s headache pattern changed and that they were now originating in places other than what the system was originally placed for. It was noted everything about the patient¿s system was ¿within normal and expected parameters.¿

Event description:
It was reported that a patient suspected a broken lead wire due to a chiropractic adjustment. It was noted that there was a loss of right sided coverage after the adjustment. It was reported that patient symptoms included less than 50 percent therapy relief on the right side implant and the patient status was noted as no injury. It was reported that a manufacturer representative would follow up with the patient to run impedance checks and determine if the patient could be reprogrammed to reestablish coverage and the report would be provided to the patient¿s doctor so he could determine if further action would be needed. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 399945, lot# v629802, implanted: (B)(6) 2012, product type: lead. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3888-56, lot# v664925, implanted: (B)(6) 2012, product type: lead. Product ID: 3888-56, lot# v829967, implanted: (B)(6) 2012, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).